Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose. It was also noted that the system fan was noisy.

Event description:
It was reported that the ECG (electrocardiogram) cable input area needs repair. The ecgs/slave cable tracings have extreme noise/artifact. The programmer was returned for repair. No patient complications were reported as a result of this event.